Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, primary stability was not obtained. Clinician noted the implant was stripped. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, primary stability was not obtained. Clinician noted the implant was stripped. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 29 in the mouth, primary stability was not obtained. Clincian noted the implant was stripped. Another implant was not placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.